Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that there was an unknown issue with the instrument that happened on the back table as the scrub tech was trying to take it apart.

Manufacturer narrative:
Visual inspection of the returned tibial articular surface provisional (tasp) confirms that the tasp has fractured on the medial side of the post. The device was manufactured in april of 2012 and had an approximate field life of four (4) years and five (5) months with an unknown frequency of use. The complaint is considered confirmed as the returned tasp was fractured. The likely condition of the part when it left zimmer biomet control is considered conforming based on the product's field age and the DHR review. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.